Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-34199. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6006619 in question was manufactured at the reynosa site. The reference samples for the lot 6006619 have already been previously tested for visual inspection in the complaint (B)(4) on 31/jan/2025. All test results were within specifications as per the test report complaint (B)(4) test report.pdf attached in this record. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from hub. Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: functional test static pull tubing- tubing hub according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following device history record (DHR) review: packaging lot: the lot 6006619 was manufactured according to the wi version 113, in the line inset 3, on 02/may/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4d02559 was manufactured according to the wi version 64, in the machine sc09, on 29/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/jun/2025 against malfunction code tubing detached from hub and lot 6006619 and another no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak in tubing connectors, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2024. The site of detachment was tubing detached from hub. The infusion set was in use for two days. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - device 4 of 4.